Event description:
It was reported that after surgery, it was found the cage backout. There are no adverse consequences and revision surgery is not planned.

Manufacturer narrative:
Method: device history review; complaint history review; results: potential causes of early loosening are listed in the oic IFU: inadequate initial fixation, latent infection, premature loading of the device or trauma. Detailed information about the patient and the patient's post-operative activities is not known. Without this information or a device for inspection a plausible root cause cannot be determined at this time. Conclusion: the avs spacer 8 x 20 x 4 deg - 9 was confirmed to have migrated post-operatively by sales rep report. The issue was identified by an x-ray which was taken 6 weeks post-operatively during a routine follow up visit. The device is still implanted. No adverse consequence has been reported. No revision surgery is planned at this time. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that after surgery, it was found the cage backout. There are no adverse consequences and revision surgery is not planned.